Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The pump was tested for 5 days and was not observed to power on or off without user input.

Event description:
It was reported that a device intermittently powers on and off without user input. It was also reported that there was no patient involvement.